Manufacturer narrative:
(B)(4). Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 499 mg/ml. The customer also reported that the insulin pump had motor error and no delivery alarm. The customer also stated that the drive support cap appears to be normal. The customer also stated that insulin pump was not been exposed to high magnetic field. Customer does not report an e70 alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The insulin pump had more than one motor error alarm within a 30 day period. The insulin pump will be returned for analysis.